Manufacturer narrative:
Reinstalled ippc os and application software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that the system failed to start, and live/ref images were not displayed initially on an allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.